Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) channel. The rv lead was a competitor's product. The lead measurements were within normal limits and stable. The patient is 100% paced. There were no reports of pacing inhibition. Subsequently, the patient underwent a revision procedure and the rv lead was surgically capped and abandoned. This pacemaker remains in-service. No additional adverse patient effects have been reported.